Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received b the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the images taken on the imaging system were taken from the wrong angle compared to patient actual position. The issue was resolved by reversing the images on the navigation system to fit the actual position of the patient. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.